Manufacturer narrative:
The suspect medical device and concomitant product were transposed on the initial medical device report. Manufacturer narrative: the reason for this revision surgery was the patient had possible metallosis. The implants were in the patient for just over 10 years 10 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with the main contributor component listed in the complaint. The dhrs evidence that all critical dimensions and specifications were met when the products were released from djo surgical. A review of the product complaint report history shows there are 11 prior complaints against the metal-on-metal liner, part number 499-28-006. Only one of the prior complaints against the liner, (B)(4), was potentially related to metallosis (pseudocyst possibly due to metal on metal wear). The current complaint is the first for the incident lot numbers. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. The root cause identified as the reason for revision was that the patient had symptoms possibly indicative of metallosis, after nearly 11 years in vivo. There was no information reported that evidences a material, design, or manufacturing problem with the product. Wear of metal-on-metal bearing surfaces can potentially increase in the presence of 3rd body debris (such as bone fragments), or if there is impingement on the edge of the liner's cocr inlay by the neck of the femoral stem. It is unknown if either of these were a factor in this case. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having possible metallosis. The surgeon changed out the head and liner.